Event description:
The surgeon inserted and removed a plate collamer lens model cc4204bf since the lens would not stay in the bag. The anterior tear bad extended and an anterior vitrectomy was performed. There were no other patient injuries.